Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set would not flow during priming. The reporter stated that the solution does not pass through the set, it remains stagnant in the outlet connector; the connector has a thread that allows the solution to pass through, but no matter how much it is turned, it does not let the solution pass. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.